Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The stylet separated from the style puller upon activation of the safety device.